Manufacturer narrative:
There was no alleged malfunction of the device. Pt. On vgo for one day reported to valeritas customer care that her sugar was low 76-78 and she went to the hospital. The patient said she felt sick to her stomach and that she wanted to go to bed. On her current vgo size which is unknown, she is having hypoglycemia with the lowest bg reported as 53. Pt. Has been able to self-recognize and successfully self-treat the hypoglycemia with oral carbohydrates. Patient spoke with a valeritas representative on 8/1/2017 and stated she decreased her bolus dosing from 5 clicks at each meal to only 2 clicks (prn) at meals and she has not had any further hypoglycemia. No further information is available. Device was not returned for investigation. Root cause is undetermined.

Event description:
Pt. On vgo for one day reported to valeritas customer care that her sugar was low 76-78 and she went to the hospital. She was also in contact with her physician and was advised what to do. The patient said she felt sick to her stomach and that she wanted to go to bed. Pt. Does not know the vgo size she is using. Pre-vgo pt. Was on lantus 50 units daily, novolog 1-2 units prn and trulicity; pt. Reports she had hypoglycemia pre-vgo. On her current vgo size which is unknown, she is having hypoglycemia with the lowest bg reported as 53. Pt. Has been able to self-recognize and successfully self-treat the hypoglycemia with oral carbohydrates. Patient spoke with a valeritas representative on 8/1/2017 and stated she decreased her bolus dosing from 5 clicks at each meal to only 2 clicks (prn) at meals and she has not had any further hypoglycemia. No further information was provided. Device was not returned for investigation.

Manufacturer narrative:
Block e1- initial reporter block e2- health care professional -no block e3- non health care professional' block g7- follow up 1. Block h2- correction.